Event description:
It was reported that the handpiece continued to run after the trigger was released. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician found the rotor assembly and bearings to be corroded. The corrosion is likely due to improper cleaning and sterilization practices at the account. Cleaning and maintenance instructions in the IFU clearly indicate proper procedures. The handpiece has since been returned to the customer.